Event description:
Procedure was restorative #18 mo composite. Dentist was notified after treatment - 3 days later - that patient had 5 x 5 cm blister on left lateral side of tongue. Treatment administered: miracle mouth rinse as needed.